Manufacturer narrative:
The field service engineer (fse) found no damage to external paddles. Upon conclusion of the evaluation, the field service engineer (fse) found no damage to external paddles.

Event description:
It was reported to philips that the device has a damaged external paddles. There was no patient involvement.